Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. It was stated that leads were very stiff at her spine. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.